Manufacturer narrative:
Method: device not available. The device was not returned to edwards for analysis as there was no information provided that an autopsy was performed. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical evaluation. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this case, the root cause of the patient's worsening shortness of breath is not known, but she was reportedly being evaluated for possible valve-in-valve (viv) treatment thereby indicating the patient's bioprosthetic valve was not functioning as intended. No further actions are possible with the available information.

Event description:
Edwards received information that a (B)(6) female expired, six (6) months post implantation of a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. The patient was diagnosed with dyspnea (sob) and was being considered for a clinical trial valve-in-valve (viv) procedure. Over the past few weeks, the sob became more severe and the patient was admitted to the hospital. Prior to iabp, the patient decompensated and could not be revived. The cause of death was acute chronic heart failure and hypoxia. No additional details provided.